Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the analyzer continues to display a message that it lost connection with the programmer after multiple attempts to remove and replace it back into the programmer. The analyzer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary - evaluation summary (B)(4): the analyzer was returned and analysis confirmed the customer comment that the analyzer continued to display a message that it lost connection with the programmer. (B)(6). (B)(4).

Event description:
It was reported the analyzer continues to display a message that it lost connection with the programmer after multiple attempts to remove and replace it back into the programmer. The analyzer was returned. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.